Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg), the ring and ring cover was missing. The epg failed test 1024 battery removal/amplitude test. The main board was found to be defective. The epg was out of service and not repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification; during manufacturers analysis. There was no patient involvement.